Event description:
It was reported that the intra-aortic balloon (iab) was inserted sheathless. "After 15 minutes of use the pump alarmed. Blood was seen in tubing." As a result, the iab was exchanged. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.